Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen the unit passed pre checks, o2 slightly off target but still in spec on quick preliminary checks. O2 cell was replaced, o2 inlet calibrated, regulator replaced/adjusted, blender calibration was completed. The vela ventilator can be returned to service.

Event description:
The customer reported to vyaire medical o2 sensor issue. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.